Event description:
Had r shoulder surgery with placement of pain pump catheter. Shoulder much worse postop. Now with diagnosis of pain pump chondrolysis. Dates of use: 2006. Diagnosis or reason for use: shoulder surgery-postop pain control. Event abated after use stopped: no.